Manufacturer narrative:
The reported event of ineffective therapy was not confirmed. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. No opens were observed in any of the lead segments.

Event description:
Related manufacturer reference number: 1627487-2023-00629. It was reported that the patient experienced ineffective therapy. As such, the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.